Manufacturer narrative:
Sample has not been returned to manufacturer in time for this report.

Event description:
The event is reported as: complaint alleges: customer used the weck closure device during a robotic assisted general surgery and after pushing it through one time, the surgeon didn't like the position and was going to redo it when he realized a piece of the metal was missing. End of suture passer broke off and was not recovered from the patient, or surgical field. No reported injury. Patient's current condition unknown. Add'l info requested but not rec'd yet.